Event description:
The customer reported that the fiber tip burned and then the side-firing fiber appeared to be forward firing during prostate vaporization. The joule count on the fiber when this event occurred was unk. The procedure was completed with a second fiber. The pt outcome was reported as "fine."

Manufacturer narrative:
(B)(4).